Event description:
Procedure type: ladg-lap asst distal gastrectomy. Pt gender: unk. According to the reporter: during the procedure within 5 minutes after starting to use the device, the balloon broke. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. There was no bleeding and no pt injury was reported. Pt's status: ok. No further pt info available.